Event description:
In 2007, this pt was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg to repair an infrarenal abdominal aortic aneurysm. It was reported that the trunk-ipsilateral leg component was pushed proximally by the gore introducer sheath resulting in a distal type I endoleak. The device was explanted immediately and the pt was converted to open surgical repair. All devices were discarded. The pt is reportedly doing well.

Manufacturer narrative:
A review of the mfg records for the device was not possible since the device size and lot number were unavailable. A review of the mfg records for the device was not possible since the device size and lot number were unavailable. Please note that this event has already been reported under medwatch #2953161-2007-00206 because it involves a gore excluder aaa endoprosthesis trunk ipsilateral leg component pxt231416/05510037. However, upon review of the file, it was determined that a separate medwatch needed to be filed for the gore introducer sheath. Therefore, this medwatch was created and submitted.